Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebw0786 showed three other similar product complaints from this lot number.

Event description:
It was reported that the patient complained of leaking "over a 2+ week timeframe". The clinician removed the PICC line. Post removal the clinician flushed the catheter and noticed the leak between the 7-8cm mark. No patient injury reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. One 4 fr single lumen powerpicc was returned for evaluation. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed approximately 8.8 cm distal to the molded joint. The catheter split was typical of flexural fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded due to repeated material wear. Lightening of the material at the corners of the split due to gradual stretching and, ultimately, tearing of the material. A series of impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) of rebw0786 showed three other similar product complaints from this lot number.

Event description:
It was reported that the patient complained of leaking "over a 2+ week timeframe." The clinician removed the PICC line. Post removal the clinician flushed the catheter and noticed the leak between the 7-8cm mark. No patient injury reported.